Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump was heating. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged temperature issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: black box and alarm history review revealed no evidence of sudden voltage drops or any activity outside of normal use. On testing, the pump powered ¿on¿ and displayed the ¿verify¿ screen.¿ ez-prime steps were successfully performed without issue. The pump was exercised for 24 hours with no alarms or overheating duplicated during investigation. All current draws were found to be within specifications. The pump¿s case was removed for investigation with no intermittent condition found to the interior components of the pump. Investigation was unable to confirm or duplicate the allegation of a temperature issue.